Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that the endotracheal intubation was discounted in the oral section, making it difficult to suction sputum, and the effective ventilation cavity was reduced. There was patient involvement, and no patient harm reported.